Event description:
A literature article reported that a pt with severe osteoporosis who underwent a pedicle screw placement with vertebroplasty augmentation had a pulmonary embolus due to the bone cement. The pt was treated by medical therapy. No other information was available.

Manufacturer narrative:
Report source "the pedicle screw fixation with vertebroplasty augmentation in the surgical treatment of the severe osteoporotic spines", by mehmet aydogan, md, cagatay ozturk, md, omer karatoprak, md, mehmet tezer, md, neslihan aksu, md, and azmi hamzaoglu, md. Method - device not returned.